Event description:
It was reported that while the surgeon was removing 7.5mm expedium screws, the tip of the driver broke off in the screw head. The screwdriver was then removed from field. The procedure was successfully completed with no surgical delay. There was no patient consequences. There was generation of fragments which were removed easily without additional intervention. It was further reported that the surgery in question was an revision surgery for extension. Surgeon was replacing the depuy hardware with competitor products.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number was mi103544 released in one batch. ¿ batch 1: lot qty (B)(4) of units were released on 14 jul 2021 with no discrepancies. . Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate